Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. However, the pump was received with normal operating currents. The pump also had cracked casing at a display window corner, battery tube threads, and display window along with a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he woke up, attempted to bolus, and found that there was nothing on the screen. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated with 8 units of a manual insulin injection. Troubleshooting was initiated for the blank display anomaly. A battery cap was shipped to the customer but after receiving it issues persisted. The insulin pump was returned for analysis and a replacement pump was sent to the customer.